Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing intermittent reflux advisories during surgery. The system was switched out to complete the case. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch and the footswitch cable (which belongs to the system) were both replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 8, 2007. Based on qa assessment, the product met specifications at the time of release. Although the reported event was replicated, it remains inconclusive whether the footswitch, footswitch cable, or both products were nonconforming. (B)(4).